Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation and investigation conclusions), h10 additional contact information: (B)(6). A getinge emergency support consultant (esc) asked customer if it was possibly due to auto-filling and the calibration process that happens every two hours and takes several seconds to complete. Customer was not familiar that the fiber optic auto-zeroed and thought that manual calibration was necessary. Customer also reported that what happened with the pump did not involve any alarms and lasted much longer than several seconds. It was advised by esc for customer to switch to another pump if possible, and to report this pump to their clinical engineering department for investigation.

Event description:
N/a

Manufacturer narrative:
Device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) stopped pumping several times and the arterial line disappeared. The hemodynamics went to zero. A getinge emergency support consultant (esc) asked customer if it was possibly due to auto-filling and the calibration process that happens every two hours and takes several seconds to complete. Customer was not familiar that the fiber optic auto-zeroed and thought that manual calibration was necessary. Customer also reported that what happened with the pump did not involve any alarms and lasted much longer than several seconds. It was advised by esc for customer to switch to another pump if possible, and to report this pump to their clinical engineering department for investigation. Although patient therapy was delayed there was no known harm or injury to patient and no adverse event was reported.